Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as it has been discarded at the customer's site. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following non-preloaded toric intraocular lens (iol) implantation into the patient's right eye, the pre-operative visual acuity (va) that was 0.4 read at 0.8 a day after the surgery; however, the va fell to 0.5 two weeks later. The patient was dissatisfied with their vision at near and far distances. Account indicated that the patient complained of discomfort and blurry vision. The iol was explanted and replaced with a monofocal iol (replacement lens model or serial number not provided). The iol was discarded upon removal. There was no delay in treatment or other interventions performed. Patient status is unknown. No further information was provided.